Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
During placement of the catheter, the blood vessel was damaged when dilating the subcutaneous and vascular insert with a dilator. When the dilator and guidewire were pulled out from inside of the blood vessel, the tip of the dilator was damaged.